Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed that the device was previously returned for a patient symptom; however, there was no device malfunction identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was reported by the peritoneal dialysis registered nurse (pdrn) as "could have been increased strenuous activity" however, this could not be medically confirmed, therefore, the cause of the umbilical hernia was assessed as unknown. The patient was not hospitalized for the event. Per the pdrn, there were no surgical or medical interventions for the umbilical hernia. Dianeal therapy remained ongoing. At the time of this report, patient had not recovered and the hernia remains ongoing. No additional information is available.